Event description:
It was reported that the procedure was to treat a heavily tortuosity, moderately calcified, de novo, 90% stenosis in the mid left circumflex coronary artery (lcx). The 2.0x15 mm rx mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at first inflation of 10 atmospheres. There was no resistance felt during advancement or removal of the device. There was no damage of effect to the vessel. An nc trek was used and dilated the lesion, blood flow was improved and the procedure was finished. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.